Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus deliveries that tend to occur approximately three days after an infusion set site change. The customer's blood glucose (bg) level was over 240 mg/dl and a correction bolus was delivered to address the bg level. The infusion set site and cartridge had been changed to resolve the most recent occlusion alarm. Tandem technical support discussed common causes of occlusion alarms and advised that per humalog labeling the customer should be using pump supplies for up to 48 hours.